Manufacturer narrative:
Section b2, d4, h4, and h8: additional information. Manufacturer's investigation conclusion: a direct correlation between the device and the reported poor right ventricle function, ventricular arrhythmias, suspected gi bleeding, and pea arrest could not be determined through this evaluation. Review of the submitted system controller log file confirmed the reported low flow alarms; however, a specific cause for the low flow events could not be determined through this evaluation. The submitted system controller log file contained data from (B)(6) 2019 5:50 am and showed the pump operating at the fixed speed of 10,200 rpm. From the beginning of the log through the morning of (B)(6) 2019, pump power and estimated flow remained overall stable in the ranges of 6.1-8.1 watts and 4.6-7.3 lpm, respectively. Beginning at about 3:00 pm on (B)(6) 2019, pump power reduced to around 5 watts with correlating reduced estimated flow values. Multiple low flow hazard alarms were captured through the evening on (B)(6) 2019 and through 3:19 am the next morning on (B)(6) 2019. All low flow alarms were associated with an estimated flow value of 2.4 lpm, which is just below the low flow hazard alarm threshold of 2.5 lpm. Also of note, average pi values remained consistently in the low range of around 2.2-2.5 during the low flow events compared to a range of about 2.5-5 throughout the preceding log file data. The last two lines of data recorded in the log file on (B)(6) 2019 at 5:50 am showed that pump power and estimated flow returned to baseline values. Despite the captured low flow events, the system appeared to be operating as intended and the pump speed remained above the low speed limit for the duration of the log file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided and the complaint file will be closed accordingly. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. The heartmate ii lvas IFU lists right heart failure, cardiac arrhythmia, and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5- additional information.

Event description:
Additional information received on (B)(6) 2019 - it was reported that the patient became unstable before a definitive test for source of gi bleed could be found. Patient had a pulseless electrical activity (pea) arrest and was intubated. There was no concern about pump performance and the arrest was attributed to a poor right ventricular (rv) and a history of ventricular arrhythmias.

Manufacturer narrative:
Approximate age of the device is 4 years, 6 months, 13 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacture¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that patient had low flows, running at a high speed. Patient was admitted and stable with a suspected gi bleed. Technical services reviewed the log files and noted that there were pulsatility index events . The pump power dropped to around 5w and the calculated flow was at the 2.4 lpm threshold for just about the remainder of the log file. Unfortunately this patient became unstable before a definitive test for source of gi bleed could be found. He had a pulseless electrical activity (pea) arrest and is currently intubated. There was no concern about pump performance and the arrest was attributed to a poor right ventricular (rv) and a history of ventricular arrhythmias.